Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alert 113(reduced water temperature control) for not cooling. They sent in data files showing alert 113. They had their drain water from the left port and less than 250 ml was observed. They stated this was indicative of a failed mixing pump. They stated the customer requested a quote for the 2000 hour service and a loaner.

Event description:
It was reported that the arctic sun device had an alert 113(reduced water temperature control) for not cooling. They sent in data files showing alert 113. They had their drain water from the left port and less than 250 ml was observed. They stated this was indicative of a failed mixing pump. They stated the customer requested a quote for the 2000 hour service and a loaner.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.